Event description:
The care-alzate-coons single lumen gastrojejunostomy set broke apart when attempting to remove it. They were able to retrieve the piece that broke off and the patient is fine. Per the complaint form received on (B)(4) 2012: when physician was removing the g-j tube it separated in the middle and had to be retrieved. Patient was not harmed. Loop snare retrieval set was successfully used to retrieve the broken piece. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Patient information: unknown as not provided by reporter. Lot - unknown as not provided by reporter; expiration - unknown as not provided by reporter. (B)(4). Device manufacture date: unknown as lot is unknown. Event is still under investigation at this time.